Event description:
Additional information reported the stimulator was explanted.

Event description:
It was reported that there was a lack of efficacy. The patient had discontinued the device stimulation prior to removal of a tumor and had never resumed stimulation after the procedure the patient had felt that the device was not giving her improvement with her symptoms. The patient had requested explant, they were working scheduling. The outcome was ongoing.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no significant anomalies and it was noted it was functionally okay.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿

Event description:
Additional information reported the lead and stimulator were explanted. There was no patient injury and the event was considered resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID: 3037 serial# (B)(4), product type: programmer, patient. Product ID: 3 889-33, lot# va02tb0, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.